Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a surgery for stomach infection on (B)(6)2016 and turned their implant off for the surgery. The patient turned their implant on, on (B)(6) 2016, was not feeling stimulation, and saw the health care provider (hcp) face on the patient programmer screen. The patient hadn't had a bowel movement since the surgery. The implant was for bowel and bladder control and the bladder was good. Prior to surgery, the patient's therapy was working good. The patient had recent emi environmental exposure during the surgery. The patient used their programmer and it showed the device was set on program 2 at 6.0v and therapy was on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.